Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they were hospitalized for high blood glucose and low blood pressure. Blood glucose reading was unknown. The customer stated they went to the emergency room. The customer stated that they were treated with 3 bags to get their blood sugar under control. The insulin pump will not be returned for analysis.